Event description:
Per provider, manifold valve is not shifting on a irc5po2v concentrator. Per independent repair center statement unit is alarming or red light. The key failure was the manifold valve assembly was not shifting. Additional malfunctions were the clamp-hex and the tie wraps were leaking.